Event description:
I, being an exclusive user of the amo complete contact solution developed acanthamoeba keratitis in 2005. I thought it was allergies, when symptoms began on that tuesday. By saturday/sunday I was having a lot of pain and had a hard time seeing. I went to see an urgent care dr who sent me to the ER. The ER. Dr said, I would be fine in a day or two, but I wouldn't leave without the referral. Eventually, I was treated by a dr who was a top cornea specialist. I am currently in treatment with dr, the institute as dr rec'd grants to do more research. I was diagnosed with acanthamoeba keratitis and lost vision in my right eye. I could not see my hand in front of my face. I could not be in a room with any kind of light and was in extreme pain. Pain worse than I could have ever imagine possible and I have broken bones, torn ligaments. Codeine was not different than eating tic-tacs. I had to lay in my walk-in closet because my blinds and blanket that I nailed to the wall to keep light out still let to much light in. I could not be in a room with any light or I couldn't see because the pain would cause my other eye to shut. I couldn't leave the house without help even with a hat and strong sunglasses because I couldn't see. I did not wash my contacts with water, I did not sleep with my contacts in, I did not swim with my contacts. I will be more than happy to provide additional info upon contact and I am happy to send my records to you.